Manufacturer narrative:
The device was manufactured october 9, 2017 - october 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred when the device had been filled with about 80ml of the intended 110ml of solution. There was no patient involvement. No additional information is available.